Manufacturer narrative:
One cleo® 90 infusion set was received in used condition. The customer's reported problem was "occlusion alarm was observed. The site was changed out and no other issues were observed". The sample was visually inspected at a distance of 12" to 24" and normal conditions of illumination. No damage was detected in the site. The sample was tested using an infusion set to replicate the failure mode. No occlusion was detected during the testing. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. No root cause could be determined as the complaint was not confirmed due to the fact that the sample was tested and no occlusion was detected.

Event description:
It was reported that an occlusion alarm occurred to a smiths medical cleo® 90 infusion set. The patient noted "high blood sugars" and that a "correction" bolus was required. However, with changing the site out, the adhesive was noted to stay within the cap. No reported adverse patient effects.